Manufacturer narrative:
Device not returned. (B)(4).

Event description:
It was reported that the pacing lead impedance had been gradually decreasing. Patient is pacemaker dependent and was asymptomatic. The old lead was capped and abandoned. The lead appeared compromised, crushed in the area just below the clavicle via review of fluoroscopy. Patient was stable during and after the procedure.

Event description:
The lead was capped and replaced on (B)(6) 2017.